Event description:
On (B)(6) 2012, the patient's mother/reporter claimed the patient was going through puberty and has been having elevated blood glucose as high as 579 mg/dl. The patient took correction bolus insulin dose at the time of concern. By 9:15 pm, the patient's elevated blood glucose reading subsided to 411 mg/dl. The patient's hcp recommended to call animas to review the subject pump. During troubleshooting, the animas representative concluded there was no product malfunction associated with the patient's elevated blood glucose. There was no recent alarm that would indicate pause of insulin delivery. The date and time was confirmed to be accurate. There was no product misused. This complaint is being reported because the patient allegedly had elevated blood glucose reading above 500 mg/dl while on insulin pump therapy. It is not clear whether diabetes management, use error, or intentional misuse was associated with the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).